Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Case with patient identifier (B)(6) is related to cases with patient identifiers (B)(6).

Event description:
The customer stated that the display of the infusion device was defective. No adverse event was reported. The alleged product was requested to be returned for product evaluation.